Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized, or if remedial therapy was rendered. On an unreported date, dianeal pd2 ultrabag and extraneal viaflex therapies were withdrawn and the patient was placed on hemodialysis. It was not reported whether the event of bacterial peritonitis with (B)(6) had resolved. The nurse did not consider the event of bacterial peritonitis with (B)(6) to be related to dianeal pd2 ultrabag and extraneal viaflex therapies.